Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that there was an impella in aorta alarm overnight after the patient was turned. Evaluated the pump position via ultrasound and repositioning will be attempted. In the lab, they were unable to readvance the pump back into the left ventricle, despite fluoroscopy guidance. Additionally, the cannula was "kinking". The decision was made to place a new impella pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.